Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the battery reamer device motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was found to be not working, the unit had no power (won't run), unit's control unit potted was damaged, no output voltage, units electromotor for reamer/drill had strong vibration, an unknown liquid was found inside of the unit and other components (bearings, seals) were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.